Event description:
Sales consultant reported a 2.5mm drill bit that broke during surgery. The surgeon was performing a bilateral hip osteotomy and while drilling a hole, the drill bit broke off. The surgeon reached in with a hemostat and retrieved the piece of the drill bit that broke. There was no adverse event to the patient and the surgery was successfully completed. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. :manufacturing dates: 7/09/2013 and 7/10/2013. Orchid unique manufactured the 2.5mm drill bit/qc/gold/110mm, p/n 310.25, and lot number u172587 for synthes purchase order (B)(4). The suppliers certificate of compliance (dated (B)(4) 2013 for three separate receipts of this lot) indicates the parts were manufactured to p/n 310.25, revision m and met the required specifications. The parts were inspected and conformed to the synthes, incoming final inspection sheet number (B)(4), revision a (completed (B)(4) 2013 for all three receipts). There were no mrrs, ncrs, or complaint related issues with this complaint. The investigation could not be completed; no conclusion could be drawn, as no product was received. H3 other text : placeholder.